Event description:
A customer observed a falsely elevated trop I es result for one pt sample tested on the vitros eci analyzer. Biased results were not released and repeated in accordance with laboratory's internal protocol. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event concludes that the root cause of the event is unk; however, analyzer error could not be ruled out. The field engineer addressed multiple subsystems and post svc was returned to expected operation.